Event description:
A talent thoracic stent graft system was implanted in a young male pt who was involved in a motorcycle accident and required emergent endovascular treatment of a transected thoracic aorta distal to the subclavian artery. It was reported that the stent graft was accurately placed at the subclavian artery and deployment was initiated. The bare spring was deployed followed by the second stent ring; however, the stent graft started to misalign. An attempt was made to pull the delivery system down in order to correct the misalignment, but the stent graft was already in the misaligned position. There was an unk type of endoleak present. The physician elected to cover the misaligned portion of the stent graft with a 24 mm diameter aneurx cuff as a precautionary measure. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results, conclusions: (transected thoracic aorta), (treatment of a transected thoracic aorta).